Manufacturer narrative:
Device evaluation summary: the exhalation cable and exhalation transducer printed circuit board were returned to medtronic for failure investigation. Both parts were visually inspected with no anomalies observed. Both parts were installed into a test ventilator for analysis. The ventilator powered up and passed all testing with no errors recorded in the test ventilator logs. The test ventilator was put in normal ventilation mode for a minimum of 24 hours using default setting as per the 840 service manual. During the testing period there were no alarms observed and no errors identified in a review of the test ventilator logs. Although the field service engineer found an error code in the facilities ventilator memory logs and replaced the components, upon failure investigation with a test ventilator there was no malfunction or product deficiency observed with the returned components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and found a relevant error code in the ventilator's memory. The se replaced the exhalation pressure transducer printed circuit board (pcb) and cable. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, additional evaluations will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and the screen went blank. The ventilator was reported to have stopped delivering breaths to the patient. The ventilator had generated an error code which rendered the unit inoperable. The patient was placed on an alternate ventilator without harm or injury.